Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated insulin pump was exposed to a high magnetic field. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump had passed the displacement test. Customer's blood glucose was getting high. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the insulin having a multiple pump error on event date of (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Successfully downloaded history files and traces using thus. No pump error alarms during testing. Pump error was present in the history download on event date of (B)(6) 2022 at 10:10:00.000. Esf# 3730112, file number=121, line number=783. Pump error was present in the history download on event date of (B)(6) 2022 at 10:10:00.000. Esf# 3730112, file number=121, line number=589. Pump error was present in the history download on event date of (B)(6) 2022 at 10:00:00.000. Esf# 3764387, file number=16, line number=427. Tested with a test p-cap and the test p-cap locked in place properly. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Motor was tested outside of the device on the stb3 station and passed. The following were noted during visual inspection: pillowing keypad overlay. Pump error and pump error confirmed, problem isolated to electronic assembly. Unable to confirm pump error for software anomaly due to insufficient data in the detail trace file (first date/time entry in detail trace is on (B)(6) 2022 at 19:18:12.000), problem isolated to the electronic assemblies. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.